Event description:
Upon opening the packaging for an eviva stereotactic guided biopsy system (biopsy device), a vaseline-like substance was noticed on the tip of the needle. From my understanding, the biopsy device was discarded immediately and not used on the patient.